Event description:
It was reported that the patient went to the emergency room with hypoglycemia and chills on an unspecified date. No blood glucose readings related to the hypoglycemic incident were reported. The patient wore the pod longer than 48 hours. Reportedly, the continuous glucose monitor (cgm) was reading "critically low", but no blood glucose values were given. Therefore, the patient self-treated with 2 to 3 glasses of orange juice prior to visiting the emergency room. They also did a fingerstick and noted that their blood glucose levels were actually high. By the time the patient was in the emergency room, their blood glucose level had reached between 270 mg/dl to 280 mg/dl. They received intravenous fluids and medication for high potassium and was in the hospital for 2 days due to the hyperglycemia.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.